Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
Distributor states that a consumer notified him of a complaint of having difficulty opening these catheters. Complaint was them tearing unevenly when peeling open. The "paper was ripping anywhere from 1/4 of the way to 1/2 down" when trying to peel open. Distributor said he "checked more of the stock he had of this product and opened multiple and noticed multiple from multiple boxes and they were all having this concern. He said he has already replaced the consumer's catheters with a catheter in different packaging as he had limited dexterity, handicapped and needed it to open completely without it tearing. Photos depicting the reported complaint issue were provided by the complainant. This emdr covers the unknown market units/lot numbers associated with the defective packaging.